Event description:
The customer reported that the system displayed a motion error message causing a loss of motorized movements. This feature is critical for the type of imaging this system was designed for. The system would be effectively unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 2a fuse was replaced. The system was then found to be operating as intended.